Event description:
It was reported that the patient was symptomatic and was brought to the hospital. During interrogation it was found the patient¿s rhythm was going 2:1 block without any pacing and subsequently the patient went into asystole with more than a four second pacing pause. It was suspected the rv lead had oversensing. It was noted that the rv lead impedances and threshold were normal and that no oversensing could be seen with device or arm movement. The device was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 6947 implantable tachy lead. (B)(4).